Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted during testing. The device had unresponsive buttons due to corroded keypad traces. The device had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, and stained end cap sticker.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was unknown. No further information reported.